Manufacturer narrative:
(B)(4).

Event description:
The customer reported there was a leak at the distal connection hub.

Event description:
The customer reported there was a leak at the distal connection hub.

Manufacturer narrative:
Qn# (B)(4). The customer returned a one-lumen PICC, a luer-lock syringe, and a vps stylet subassembly for analysis. The PICC and the vps stylet subassembly will be analyzed as part of this complaint investigation. No signs-of-use were observed. Visual examination of the returned catheter did not reveal any defects or anomalies. Examination of the vps stylet subassembly revealed that the tuohy borst contained a crack on the inner extrusion that fits inside the catheter luer hub. Additionally, this extrusion also appeared to be slightly bent. This defect appears consistent to damage as a result of over-tightening when securing the tuohy borst cap in order to prevent slippage of the stylet and/or when securing it to the distal (pink) hub of the catheter. No other defects or anomalies were observed. The proximal opening of the catheter extension line measured .168", which is within the specification limits of .168"-.170" per the molded extension line product drawing. With the distal end occluded, the PICC catheter was leak tested at 45psi for 30 seconds. No leaks were observed on the extension line or the catheter body. The vps stylet subassembly was attached to the PICC. With the tu ohy borst fully attached to the catheter luer hub, water was injected through tuohy borst sidearm. Water was observed leaking at the connection point between the luer hub and the tuohy-borst. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit provides suggested techniques for attaching the tuohy-borst to the catheter luer hub. The IFU states, "tighten the blue cap of the tuohy-borst adapter onto the stylet and the luer-lock of the tuohy-borst adapter onto the catheter hub prior to removing the entire assembly from the tray if the vps stylet is preloaded into the catheter to ensure the stylet remains in place." The report of a luer hub/fitting connection leak was confirmed through complaint investigation. Visual analysis of the tuohy-borst revealed that the extrusion that fits inside the catheter luer hub was cracked and bent. This in turn caused a leak at the connection point between the catheter luer hub and the tuohy-borst when injecting water through the side arm. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the report that the leak was observed during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.